Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump was damaged and customer experienced high blood glucose up to 800mg/dl. Customer stated that drive support cap was sticking out. Customer mentioned that insulin pump was dropped and broke. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with partially broken reservoir tube lip and broken battery tube threads. Compromised force sensor system alarm during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.